Event description:
It was reported that the insulin pump alarmed software error. Customer's blood glucose was 7.0 mmol/l. Troubleshooting was done. The insulin pump passed the self-test. The customer was advised to monitor the insulin pump however the customer will return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error alarm during testing however, the formatted history file confirmed software error due to a software error.